Event description:
It was reported that a pump declared an alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to resume insulin therapy after trying to load a new cartridge, as the cartridge alarm recurred. Technical support assisted by arranging for a pump replacement, and the customer reverted to multiple daily injections as a backup therapy.